Manufacturer narrative:
Follow-up #1: date of submission 04/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: on investigation, the pump was confirmed to have a dim/discolored display. Unrelated to the original complaint, the battery compartment was noted to be cracked from the bottom to the bumper. Additionally, the audio bolus button cover was torn. The audio bolus button was functional on testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter noted that there was no evidence of moisture or corrosion in the pump and the screens can be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.